Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced diabetic ketoacidosis. The customer¿s current blood glucose level was 256 mg/dl. The customer experienced different blood glucose level over 300 mg/dl and 337 mg/dl. Troubleshooting was declined by the customer for blood glucose level. Based on customer report customer did not allege pump was under delivering. The product will not be returned for analysis.